Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had high blood glucose level of 407 mg/dl. Customer was treated with insulin pump. Customer was not using auto mode. Customer did not allege insulin pump for under delivery. Customer stated that there was no air bubbles and leak in the tubing. Customer stated that the reservoir had air bubbles in the reservoir. Customer stated that the approximate size of air bubbles is bigger than a champagne bubble. Customer stated that the air bubbles was removed successfully. Customer was using insulin pump system within 48 hours of reported high blood glucose level event. The insulin pump will not be returned for analysis.